Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.